Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake, nozzle has foreign objects. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction noisy or snowflake image was electronic component failure. However, the most probable cause of additional malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The event occurred during inspection for use. There were no reports of patient harm.